Event description:
Doctor was holding the bovie pencil in her hand. Doctor felt a shock on her abdomen. We believe the electrical current jumped to the metal on her badge. Doctor broke scrub. There was found to be a burn hole in her surgical gown, and in her scrub top, and a burn site on her abdomen. At the time of the bovie burn, we were using the bovie grounding pad on the bed. The bovie underpad was intact. Bovie pad: ethicon megadyne by megadyne medical products. Patient return electrode pad. Sn: (B)(6). Expires: 2023-11. Ref# 0830. Bovie pencil by stryker. Ref# 0703-046-000. Lot: 64973255. Expires: 09-30-2025. Bovie tip: ref# 0014am. Lot:11-30-2026. After the burn occurred, a bovie pad was placed on the ight thigh of the patient, and we used this grounding pad rather than the underpad. Followed up with doctor, and she reported that she was doing well. Employee health contacted by doctor.